Manufacturer narrative:
In some countries outside the us, customer information (a1, e1) is not provided due to privacy laws.

Event description:
A customer from the UK tested his blood glucose one evening and received a reading of 14.5 mmol/l using his contour usb meter. He took insulin after testing. The customer woke up around 4:00 am and had symptoms of hypoglycemia. He tested his glucose and received a reading of 6.5 mmol/l. He retested and received a reading of 1.9 mmol/l. The customer had something to eat and drink in order to raise his blood glucose. He did not required outside medical attention. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.